Event description:
Revision surgery is planned to exchange the poly inserts due to soft tissue laxity.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts due to soft tissue laxity. Review of the device history record indicates that the device was manufactured to specification.